Event description:
It was reported that a following a procedure a patient experienced a cardiac tamponade. After a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) the patient experienced a cardiac tamponade, and pericardiocentesis was performed. According to the physician the bleeding was of venous origin and the intracardiac echocardiography was suspected to be the cause. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade was unable to be confirmed. However, cardiac tamponade is a known inherent risk of use of this device. Risk review: a review of the farawave 31 mm - us risk documentation was completed and confirmed that the event of cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device and supporting evidence that came to this conclusion.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a following a procedure a patient experienced a cardiac tamponade. After a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af) the patient experienced a cardiac tamponade, and pericardiocentesis was performed. According to the physician the bleeding was of venous origin and the intracardiac echocardiography was suspected to be the cause. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.